Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reported that the ins not working for their symptoms on (B)(6) 2017. They experienced constipation. Patient provided that the cause of ins not working for them was due to device not being high enough and they called support team and was able to walk through turning up the device. The ins not working and symptoms had been resolved. Patient stated they were able to get the patient programmer (pp) battery cover back on but it was difficult. At about two weeks later, patient further reported that they had return of symptoms. Patient stated the healthcare provider (hcp) had not given any direction for changing settings. Patient increased from.9 to 1 on program 2 during the call and reported feeling stim in the correct area. Patient stated anything higher would be uncomfortable. On (B)(6), patient reported they did not get any relief when they changed the setting last week. Patient stated it was not working and they started to have to go back into depends. They hurt if they turn it up on current program. Patient switched to program 3 at 1.3v and see if they get relief. Patient was advised to follow up with hcp if it did not resolve.

Manufacturer narrative:
Information references the main component of the system and other applicable components are :product ID 3037, serial# (B)(4), product type programmer, patient. Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's ins was not working for their symptoms and the patient inquired to show them how to increase. Patient said they did not like to increase on their own and inquired to be walked through it. It was noted that patient had a programmer (pp), and at first they were getting poor communication with the antenna, then patient tried without the antenna and got the pp batteries low screen. Patient changed batteries and was having a hard time getting the back on the pp off. Patient noted they would deal with the battery cover for the pp after the call as they could not get it back on. Patient tried again to communicate with the antenna and was able to connect successfully pp was functioning as intended. Patient said they started on 6 and then went to 7 and ended at 8, and said they would leave it there. It was reviewed for patient to consider f increasing and noted to try 1/2 inch to 1 inch below incision to communicate the pp with the ins. No further patient complications were reported / anticipated as a result of this event.